Event description:
A male underwent aaa repair in 2009. The patient's anatomical form was suitable for aaa repair and the procedure was conducted as labeled. A confirmatory angiogram appeared to show a type I endoleak. Because the suspected endoleak persisted after an additional ballooning, another manufacturer's stent was placed, and a subsequent angiogram still showed an endoleak-like flow. The physician eventually confirmed the flow was actually of contrast media flowing into the ureter, not an endoleak, and so he completed the procedure. The patient's current status is unknown.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. The physician commented; "there were in fact no endoleaks and the endoleak-like flow was actually a flow of contrast media flowing into the ureter, therefore, no additional treatments including the ballooning may have been needed." No failure mode has been assigned to this event. We will continue to monitor for similar events. If additional information is received regarding this case, and a failure mode is identified with the device, the case will be investigated appropriately.